Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that a patient is scheduled for revision surgery to address the migration of two yukon set screws. This report captures the second of two migrated yukon set screws.

Event description:
A company representative reported that a patient is scheduled for revision surgery to address the migration of two yukon set screws. This report captures the second of two migrated yukon set screws.